Event description:
Solicited call: patient reports pump spring is broken and is unable to use it. Patient did state that he was able to complete the infusion. No missed doses or side effects reported. Patient has pump on hand for return and will be sent a return box. No lot number or expiration date provided. No further information or dates reported. Indications: other inflammatory polyneuropathies and multifocal motor neuropathy. Reported to (B)(4) by: patient/caregiver.